Manufacturer narrative:
Investigation performed by r&d project manager: during gmk revision surgery performed through crossover technique, the surgeon complained for inaccurate tibia e femur stem preparation due to a improper reamer guidance into the reamer sleeves. The technique is based on the final forcing of the stem direction after tibia and femur bone finishing. In this situation the final stem position is not centered to the femur/tibia intramedullary canal. During this surgery it could happened that during final stem reaming the reamer direction have been diverted and the final stem position was not alignet to the tibia and femur resection. After more that 12 years of using this technique, and thousands of cases, this is the first official complaint of this kind of trouble. Despite this, the need to introduce specific reamers and/or guiding bushes will be carefully evaluated. Other instrument involved: gmk-revision 02.07.10.4050 safe guiding reamer ø13mm lot. Unknown.

Event description:
When using the crossover instrumentation, it was noticed that the reamers in the sleeves do not have proper guidance as soon as they are inserted into the shaft and tend to deviate. This created problems when placing the trials and the final implants. The surgeon first used safe guiding reamer ø11mm, then safe guiding reamer ø13mm, anf inally safe guiding reamer ø16mm. The operation time was extended by about an hour and more anesthetic had to be administered. On the tibia, the tibia was initially not placed cleanly on the resection because the shaft was diverted. The femur was flexed and had no secure hold by the shaft. This had to be held in place for cementation, otherwise it would not have remained in the correct position. No defects can be noted on the reamers. The patient was very young and had hard bones.